Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. The pump supplies were in use for over 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed.